Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported no audible alarms at their information center. The customer noted that audible were present at the bedside monitor. No patient or user harm reported as a result of this issue.